Event description:
The following description was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. Our dealer claims this ventilator is alarming ext high peak pressure, they check the tubing in the gde and there is no kinks at all. They found a problem with the exhalation pressure transducer during calibration, the a/d counts do not change when pressure is applied is always reading 4095.

Manufacturer narrative:
(B)(4). A return authorization number was generated for the return of (B)(4) and a replacement will be sent to the customer. The alleged faulty gde has not been received as of this time. Once the part returns the failure analysis laboratory will perform an eval and a follow up medwatch will be submitted.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected gas delivery engine for investigation. An investigation was performed and the reported issue was able to be duplicated. The reported issue has been identified to be under field corrective action. No further investigation will be performed.